Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation found that the trial spacer handle was manufactured and processed per specification requirements. There were no complaint-related anomalies. The lots were inspected and conformed to the synthes inspection sheet. The device was returned for a product development event evaluation. Per previous investigation of this failure mode, the spindle assembly component of the handle is not to the latest revision as indicated in the manufacturing review. It was not made with the revised material that was included and released in a design change to improve resistance to breakage as part of an internal corrective action. The failure has not been replicated with the updated spindle assembly to this handle by product development while following proper technique described in the technique guide and training. This complaint is deemed valid, and the issue has been corrected through an existing internal corrective action. Placeholder.

Event description:
The consultant reports regarding an alif - l 4-5 with synfix. As the trial spacer was being put in with the inserter and the surgeon was rocking the inserter to remove the trial, the tip broke off of the inserter and remains in the trial and the attachment on each of the retractor blades bent. The surgeon used a spreader device to remove the trial from the patient. Surgery was completed without further incident. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.the lot number was worn off and could not be verified; therefore, further investigation could not be performed.(B)(4)